Event description:
It was reported a patient underwent a hammock sling procedure in 2008. During the procedure, bleeding from the obturator internus muscle occurred. The surgeon opines that the tip of the device inserter caused the bleeding. The patient lost approximately five hundred milliliters of blood. A vaginal plug, placed for twenty four hours, was used to control the bleeding. The patient was given autrin (iron) tablets daily for one month. No further surgical or medical intervention is planned and the current status of the patient is good.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.